Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 erc tubing clamp / 500mm. The incident occurred in (B)(4). The complained erc has been requested by livanova deutschland for further investigation. During the functional test, the erc closed at a level alarm as expected. However, it did not open again when the alarm has been cleared and an error message was displayed. The clamp could be opened by pressing the open button. The cause for the displayed error message could not be determined and the error could not longer be reproduced during the following tests. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 500mm could not be reopened during procedure. There was no report of patient injury.